Event description:
Nurse was able to pull off clear plastic injection site on a 300 cc IV bag. Fluid loss and wasted time; shouldn't have happened, but did. Total parenteral nutrition reproduction is expensive and time consuming, not to mention delay to therapy.